Event description:
It was reported that during a lap cholecystectomy procedure, when the device was clamped down on the cystic artery it would not open. A new device was placed at the distal and proximal end to remove the device. There was no tissue damage or impact to the patient. The procedure was completed with the new device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.